Manufacturer narrative:
Correction e1.

Event description:
Additional information received indicates one lead was explanted and replaced and the system was able to be placed into MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Returned octrode lead body had a kink with all the internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have being subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06188. It was reported the patient is unable to place their system into MRI mode due to high impedances on one lead. Surgical intervention may take place at a later date. It is unknown which lead is liable, as such both leads are being reported.